Manufacturer narrative:
(B)(4). This report 0001822565-2019-02047-1 was created under the incorrect MFR#. This device is correctly submitted in 0002648920-2019-00491. Mlb 29-jun-2019.

Event description:
This report 0001822565 -2019 -02047-1 was created under the incorrect MFR#. This device is correctly submitted in 0002648920-2019-00491.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown head lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02046, 0001822565 - 2019 - 02045, 0001822565 - 2019 - 02041.

Event description:
It was reported that patient is being considered for a revision approximately 10 years post initial implantation for unknown reason. Attempts were made to obtain additional information; however, none was available.